Event description:
It was reported that the patient had a lead explanted in (B)(6) 2014. The lead was explanted due to migration. The patient was having a replacement lead put in on the day of the report. During the surgery to place the new lead their implantable neurostimulator (ins) was moved from the right side of their chest to the left side of their chest and connected to the new lead. The ins showed good impedances after the replacement. No devices were returned to the manufacturer. The patient status was listed as ¿alive ¿ no injury¿ and they were getting good stimulation at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).